Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that electrode was bent and too short. The blood glucose was unknown. It was reported that sensor did not start. The device will not be returned for the analysis.